Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. This report was related to a dreamstation auto CPAP device. The manufacturer received information from the patient alleging the device had little black specs in the water and after cleaning, the silver plate was still kind of cloudy. The patient dried the device with a paper towel and noticed a lot of black soot. The patient also alleges past medical history of breathing would stop for several hours. It is reported the device is cleaned with vinegar and still water once a week. The patient states their current condition is healthy. There is no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.